Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "has a textured implant from our recall list." And rupture .device has been explanted and replaced.

Event description:
Patient reported right side "has a textured implant from our recall list." And rupture .device has been explanted and replaced.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: anxiety - product/procedure: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.